Event description:
Philips received information from the customer that reported there were several buttons sticking on the right gantry panel. There was no report of harm to a patient or operator.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr # (B)(4). Initial MDR mailed on (B)(4) 2013.